Event description:
The user facility reported that they had a percutaneous coronary intervention (pci) via radial. The tr band was applied with success in the lab, releases were well underway, with about half of the instilled air already removed. Hemostasis was maintained; however, the releases were well underway with only 3-4 releases left (so approximately 6-8 cc in the band). Once the bleeding was noticed, 10 cc of air was instilled into the band fairly quickly as hemostasis was not achieved and the bleeding persisted at a much faster pace. Manual pressure was applied immediately after the issue with the tr band and a new tr band was applied. The estimated blood loss was less than 250cc. Additional information was received on 28 aug 2024: a glidesheath slender 80-1060 was used for access. There was no communication that there was noticeable damage to the device. The recovery for the patient was normal following the new tr band. The procedure was successful.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: resource nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and packaging was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or balloons. The was 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in water bath for thirty seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for foreign matter or damage. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and a nonconformance report was initiated. The non-conformance report will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that coud have contributed to this complaint condition. Currently no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).